Event description:
On (B)(6) 2012, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The physician used surgical grafts as access conduits in the femoral arteries, and stents to protect an open the iliac arteries for sheath advancement. An 18 fr gore dryseal sheath was used for access to place the trunk, and a 12 fr gore dryseal sheath was used to place an iliac extender at the contralateral gate. The excluder devices were placed as intended. However, after withdrawal of the dryseal sheaths, both internal iliac arteries (ia) were occluded. The physician attributed the occlusion to calcium and/or plaque that had been pushed into the iias by the sheaths. The physician decided to cover the left iia with another stent-graft, and the procedure concluded. Without any other complications.